Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. It was determined that the device could not be repaired. The device was returned to the customer unrepaired per customer's request.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that device would not power on. There was no patient use associated with the reported event.